Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-04417; 2017865-2019-04418; 2017865-2019-04419. It was reported that the patient developed bacteremia. The device and leads were explanted. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.